Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: how was the device being used: no information was given- to be updated metal ring broke when deploying. No clinical impact to patient. 16.02.2026 - additional information received from [name] (territory manager) via email: did patient injury or illness occur associated with the complaint event: no injury or illness how was the device being used/what action was being performed when the event occurred: lap chole procedure, inserting inzi cd001 through applied medical 5m trocars cffo3 describe the event, including relevant including any relevant information: when surgeon deploying the inzi cd001 through applied medical 5m trocars the metal arms dethatched from introducer. How did the user resolve the situation: they used another inzii cd001 bag with no issue what other instruments (if any) were used when the complaint event occurred: cff03 19.02.2026 in response to [applied medical team member] request for additional information: could you please confirm whether the customer is referring to the same component when they mention the ¿ring¿ and the ¿metal arms¿, or if they are describing two different parts of the device: yes, the customer was referring to the same component when they described metal ring they meant metal arms. Could you please confirm whether they intended to list the cffo3 trocar: no, the customer is not intending to cff03. Type of intervention: they used another inzii cd001 bag with no issue. Patient status: nill outcome to patent. No injury or illness.